Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected shut down or reset was noted. The insulin pump passed the reset error test with no alarm. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. Customer also reported dropping the insulin pump into the toilet. The customer reported attempting to dry out the insulin pump, but the insulin pump was unresponsive. It was also found moisture was present under the insulin pump's display. Customer's blood glucose was 213 mg/dl. It was also found scratches were present on the insulin pump's display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.